Manufacturer narrative:
(B)(4).

Event description:
Customer ate dinner at 7:00 pm, compact plus system 1 blood glucose result was 175mg/dl. Customer took 20 units of lantus and 2 units of humalog. Caller reported a compact plus system 1 result of 430 mg/dl at 8:59 pm, took 5 units of humalog. Retest result, same system, 5 minutes after taking the humalog was 380 mg/dl, took five more units of humalog. Retested with compact plus system 1 and compact plus system 2 ten minutes later, result for each system was 138 mg/dl. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.